Event description:
I began getting ill directly after getting a breast implant in (B)(6) 2012. First I started getting severe neck and shoulder pain within weeks after surgery. Then I got reactivated ebv twice in the two years after surgery. I was steadily gaining weight despite healthy life style. I noticed cuts and bruises taking months to heal and frequent scarring. I started getting cysts in various places. Within 3 yrs of implants, I was diagnosed with cfs and fibromyalgia. This (B)(6) I was diagnosed with mast cell activation. Many other strange symptoms occur such morton's neuroma, psoas syndrome and eustachian tube disfunction. I also miscarried for no apparent reason. All of my lab work and blood work came back normally and do not indicate ra, lyme, lupus, or thyroid issues.